Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an inaccurate fill estimate reading occurred. Additionally, it was reported that the pump touch screen and the wake button were delayed in responding to presses. Customer experienced elevated blood glucose (bg) levels that ranged between 300 mg/dl and in the 500's (mg/dl) and was hospitalized with diabetic ketoacidosis. Customer received an insulin and fluid drip, and administered a manual injection to address bg levels. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer had manual injections as alternate insulin therapy.